Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery, video or device photographs were provided for review. However, photos from the edwards device library were sent to the fcs to confirm the appropriate failure mode/complaint code. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other similar complaints. Complaint history review from august 2019 to july 2020 for the edwards esheath (all models and sizes) revealed other returned complaints. No manufacturing nonconformances were identified in the returned devices. Available information suggested procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the july 2020 control limit for the trend category. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was confirmed based on the sample photo provided to confirm the issue. Without the device, the presence of a manufacturing non-conformance was unable to be determined. However, DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. As reported, ¿there was thought that maybe the balloon on the delivery system was not fully deflated when brought back into the sheath.¿ a partially deflated balloon can create an enlarged balloon profile that can potentially cause the balloon to be caught on the sheath distal tip during delivery system retrieval. The liner can be delaminated with additional device manipulation. Although a definite root cause was not able to be determined, available information suggests that procedural (retrieval of partially deflated balloon/excessive device manipulation) factors may have contributed to the complaint event. No labeling/IFU deficiencies or product defects were identified and the occurrence rate did not exceed the trend category control limit. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve in the aortic position, the esheath tip was observed to be damaged following the removal of the commander delivery system and sheath from the patient. It was speculated that the delivery system was not fully deflated prior to withdrawal, however, no withdrawal difficulties were reported. After the delivery system was removed from the sheath, the sheath tip made an ¿l¿ (90 degree angle). No consequences to the patient were reported. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Mild access vessel calcification was reported. The devices were discarded by the hospital and are not available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.